Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact called and stated upon canceling the treatment following an air detected in the cassette alarm during fill 2/3, the patient contact opened the door and noticed a fluid leaked out of the cassette. The patient contact stated the patient proceeded with manual exchanges after the event. No adverse event was reported. The set was not made available for evaluation.